Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. While aspirating the sheath using a 20ml luer lock syringe on the end of the side port three-way tap, with the tip of the sheath completely submerged in the flush bowl, continuous air entrainment occurred. The physician attempted to cover the sheath valve with their thumb during aspiration to reduce the degree of air entrainment, however, the air was still present. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for laboratory analysis as it was disposed.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The faradrive steerable sheath was attempted to be leak tested by purging air out of the faradrive sheath by injecting deionized water into the flush lumen port. This was unsuccessful as water was observed to leak from the handle cap. Thus, leak testing could not be performed as the sheath could not seal pressure within the flush lumen line. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. Deionized water was injected through the flush lumen port, confirming this location to be the source of the leak.

Event description:
It was reported that air ingress occurred. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. While aspirating the sheath using a 20ml luer lock syringe on the end of the side port three-way tap, with the tip of the sheath completely submerged in the flush bowl, continuous air entrainment occurred. The physician attempted to cover the sheath valve with their thumb during aspiration to reduce the degree of air entrainment, however, the air was still present. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.